Event description:
It was reported that after a lap ventral procedure, the pt developed a small bowel obstruction due to a reaction to an anchor that became dislodged from the instrument. The pt was taken back to the operating room a few days after the original surgery. An exploratory lapscope was done and found the anchor attached to bowel. A mini incison was made to repair the segment and remove the anchor.